Event description:
It was reported that this implantable pacemaker was moving around in the pocket resulting in a tight bend of the rv lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description h6 impact code. This supplemental report was created to capture additional information.

Event description:
It was reported that this implantable pacemaker was moving around in the pocket resulting in a tight bend of the rv lead. This device remains in service. No adverse patient effects were reported. Additional information received indicating that this device was explanted. A new device with different model was implanted. No additional adverse patient effects were reported.